Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Sample was evaluated and found multiple tears on shaft of catheter that allow water to leak out. The tear looks like it had been exposed to sharp object. There was scratch observed on catheter shaft near the tear. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be (example: user related/operator error/rough handling or expose to sharp object/mechanical force). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had a history of urine leakage. Upon removal of the balloon, it was confirmed that the cuff was damaged. No fragments left inside.

Event description:
It was reported that during use the foley catheter had a history of urine leakage. Upon removal of the balloon, it was confirmed that the cuff was damaged. No fragments left inside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had a history of urine leakage. Upon removal of the balloon, it was confirmed that the cuff was damaged. No fragments left inside.